Event description:
Procedure type: gynecology. According to the reporter: the polysorb suture needle stuck in vaginal cuff when surgeon was suturing in vaginal cuff. Surgeon said the tip of endostitch approx a 0.5 cm titanium tip, was encapsulated into the vaginal cuff as it snapped off the suture.

Manufacturer narrative:
(B)(4).